Event description:
Journal article states, on the first day following cataract extraction and intraocular lens (iol) implant surgery, the optic of the iol was found to be outside the pt's capsular bag; however, both haptics were well placed within the capsular bag. Posterior bowing of the posterior capsule was noted along with retained viscoelastic in the capsular bag. The intraocular pressure (iop) was 18mmhg and the fundus was normal. Retinoscopy revealed myopia of -1.75 diopters. At one week postoperative, there was no change in the pt's condition. At that time the retained viscoelastic was aspirated and the iol repositioned completely within the capsular bag. Following the secondary surgical intervention, the pt's uncorrected visual acuity (ucva) was 20/17. At the end of the article, the author reminded readers that, "it is recommended that every effort should be made to aspirate the viscoelastic at the end of the procedure to avoid such an unwanted complication."

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to mfg documentation. Product insert states, "at the end of the surgical procedure, it is recommended that viscoat be removed from the eye as completely as practical by thoroughly irrigating and aspirating with a sterile irrigating solution." This report mailed in to FDA on: 9/12/2007. Literature citation: bandyopadhyay s, brar gs, sukhija j, ram j, gupta a, reverse optic capture complicating retained viscoelastic in capsular bag following phacoemulsification, indian journal of ophthalmology, 2007, vol. 55, number 3: 238-239. See scanned pages.